Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.

Event description:
It was reported that the pump pressure was accelerating during the case. The rep swapped out pump tubing, turned the machine off and on again, checked for kinks in the tubing and closed valves, and it continue to do this. They replaced the pump to complete the case.